Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that microtainers are clotting and require redraw with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter: I have been receiving reports from staff for the past several weeks that many of the labs that are drawn in the purple microtainers are being reported as clotted and requiring redraw. I asked for the nurses to really focus on their technique and ensure that they are following proper procedure with their lab draws to try to drill down if this was a technique issue or a potential supply issue. We are still continuing to receive many reports for the specimen being clotted. The lot # on those microtainers is 8018767. I am pulling all of this lot #, as we are now currently stocked with a different lot # and hope to see improvement.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that microtainers are clotting and require redraw with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter: I have been receiving reports from staff for the past several weeks that many of the labs that are drawn in the purple microtainers are being reported as clotted and requiring redraw. I asked for the nurses to really focus on their technique and ensure that they are following proper procedure with their lab draws to try to drill down if this was a technique issue or a potential supply issue. We are still continuing to receive many reports for the specimen being clotted. The lot # on those microtainers is 8018767. I am pulling all of this lot #, as we are now currently stocked with a different lot # and hope to see improvement.